Manufacturer narrative:
D4 revised.

Event description:
A 50 year old female patient treated with impella 5.5 due postcardiotomy cargiogenic shock in the context of coronary artery bypass graft surgery. Patient had a history of known coronary artery disease. On first day of support four units of packed red blood cells were given. Patient noted a febrile. Patient did experience a couple runs of ventricular tachycardia following trialysis catheter placement. Impella position deemed very good, but left ventricle appears to be under filled therefore coded for hypovolemia. Cyanokit given last and urine is purplish color - not coded as result expected. Patient started on continuous renal replacement therapy. On the day impella was weaned fibrin clot noted at impella outlet and clotting around 9 fr impella catheter closely to the motor. Hcp noted it was not surprising to see this as anticoagulation was held for the first week due to bleeding and the patient was coagulopathic. Patient successfully weaned after 11 days of support. Case conservatively coded for serious injury due to bleeding and complications of this very complex patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.